Event description:
Covidien received information stating, during patient use, an e360 unit continued to operate on battery power although it was connected to the alternating current (ac) power source. It was reported that a burning odor was emitted from the internal body of the device. The patient was transferred to another ventilator. There was no negative impact to the patient reported.

Manufacturer narrative:
A technician found that one of elements on the ac/dc board was burned. In addition, two fuses between the ac cord and the ac/dc board were observed to be cut. The ac/dc board and cut fuses were replaced. The device was then found to operate as it was intended. Covidien reference: (B)(4).